Event description:
Baby exclusively bottle fed since birth with avent (0m+ nipple). Weight went from 93rd percentile to 7th percentile in 6 weeks. Another words, baby gained 230 grams in 40 days between dol (days of life) 3 to dol 43. Changed to grad-u-feed bottle with similac slow flow nipple in outpatient clinic. Baby gained 1 lb 6.9 oz in 7 days and is at 22nd percentile. Lot 1670296. Fab (B)(6) 2022. Reference report: mw5117940.